Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident and the other blood glucose was 155 mg/dl. The customer stated that the ring was damaged and reservoir was not able to lock in place. The metal-copper piece under the battery cap keeps on jumping off the cap every time. The insulin pump will not be returned for analysis.